Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision on (B)(6) 2010.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a mesh revision (vaginal removal of extruded tape from mesh) on (B)(6) 2010 concurrently with appendectomy.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
It was reported that the patient concurrently underwent lavh with bso.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, nocturia and urinary urgency.

Manufacturer narrative:
Details: it was reported that following insertion the patient experienced vaginal discharge, infection and recurrence.